Event description:
It was reported that after letting off the pedal on the 9900 system the exposure continued. It was also noted that the system was not accepting cds (having problems with cd burner), collimator not aligned correctly and the c-arm displays all arrows. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Reloaded the software configuration and calibration files. The system was tested and found to be working as intended and placed back into service.